Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during prime and the alarm was recurring. The blood glucose at the time of the incident was 225 mg/dl. The insulin pump was not exposed to a high magnetic field and the customer was able to rewind. The device was returned for analysis.